Manufacturer narrative:
Internal complaint reference: (B)(4). Article: eysturoy, n. H., nissen, k. A., nielsen, t., & lind, m. (2018). The influence of graft fixation methods on revision rates after primary anterior cruciate ligament reconstruction. The american journal of sports medicine, 46(3), 524-530.

Event description:
It was reported that in the literature review "the influence of graft fixation methods on revision rates after primary anterior cruciate ligament reconstruction" was found that 118 patients that used endobutton devices, required a revision surgery after a primary anterior cruciate ligament reconstruction procedure. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.